Event description:
It was reported that two dragonfly opstar imaging catheters, could not be calibrated. Therefore, the imaging catheter was removed from the patient, and the procedure was completed with another dragonfly. There were no adverse patient effects and no clinically significant delay in the procedure. Return device analysis revealed the guidewire exit notch was torn longitudinally approximately 2 millimeters and separation of the distal tip. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, and additional testing methods were performed on the returned device. The reported calibration problem was able to be confirmed. The black sheath of the catheter was bent, the guidewire exit notch was torn, and the distal tip was stretched resulting in a separation of the distal tip from the body of the catheter. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported calibration problem appears to be related to circumstances of the procedure. The catheter was returned with an optical fiber break, which was the cause for the reported and confirmed calibration problem. The device was also returned with a bend and stretching which resulted in separation of the distal tip; however, it was confirmed that the damage was not present during the procedure and is not related to the reported event. The guidewire exit notch was noted to be torn, which is consistent with occurring during forceful withdrawal of the catheter from the guidewire, but is unrelated to the reported event or observed optical fiber break. In this case, it is likely that the optical fiber break was caused by the handling techniques employed during use. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.